Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. PMA/510k # exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the user opened package of an ngage nitinol stone extractor and checked the basket function and discovered the basket cannot be opened. Issue was discovered prior to patient contact. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Conclusion code: cause not established (4315). Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle in the closed position. The basket formation was in the closed position with a slight gap in the basket formation. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3.5 cm. A visual examination noted the basket sheath is kinked 86 cm and again at 96.5 cm from the distal tip of the basket sheath. The support sheath is bowed in appearance. A functional test determined the handle actuated the basket formation without issue. The basket formation appears flat in appearance; one of the basket wires has the appearance of being pulled on or caught on something. A review of the device history record found one non-conformance for a basket that was scrapped for the basket not opening. There were no other non-conformances noted on this lot. A complaint history search revealed this complaint is the only one associated with lot number 8309156. Per the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that functioned normally, opening and closing when the handle was functioned. Damage was found with the returned device: the sheath was kinked in 2 locations, the support tube was bent, and the basket was deformed. The device appears to have become damaged during unpacking / handling of the device. Devices are inspected for damage and functionality prior to packaging. The IFU contains cautions about manipulating the device to prevent damage. A conclusion as to the cause for the device not opening for the user could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted on 17aug2018.